Event description:
It was reported that a patient experienced peritonitis manifested by cloudy effluent and abdominal pain coincident with automated peritoneal dialysis therapy. The cause of the peritonitis was unknown. Three days after onset, the patient was hospitalized for the peritonitis event. Beginning on the day of onset, the patient was treated with intraperitoneal (ip) vancomycin (dosage, frequency, and duration not reported) and gentamycin ip (dosage, frequency, and duration not reported) for the peritonitis event. Dianeal therapies were ongoing. Hospitalization was reported to be ongoing, but the patient was recovering from the peritonitis event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.